Manufacturer narrative:
Follow-up #1: date of submission 9/2/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: confirmed dim display with red character hue. Unrelated to the complaint, there is a battery compartment crack.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a dim display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.